Manufacturer narrative:
This report is submitted on 10 july 2020.

Manufacturer narrative:
This report is submitted on 11 june 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2018 due to a lack of benefit with device use. It is unknown if the patient was re-implanted with a new device.